Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient said that she had a pocket revision the day before reported event date due to weight loss and ins (stimulator) pocket site changed. The patient reports not being able to adjust stimulation. The patient reports display showing "call your doctor" icon. The patient reports a por (power on reset) condition. The patient does not believe there was someone there from manufacturer and device was not turned on prior to her being discharged. Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va08f3d, implanted: (B)(6) 2013, product type: lead. (B)(4).